Event description:
Additional information was received indicating there was no intervention done to the lead. The lead was functioning as intended and loss of therapy was the result of the ipg reaching normal eol. The lead remains implanted and functional with no allegations against it.

Event description:
Related manufacturer reference number: 3006705815-2024-00341. It was reported that the patient was experiencing ineffective therapy. Surgical intervention was undertaken on (B)(6) 2023 in which the lead was revised to address the issue. The patient's ipg was also explanted and replaced during the procedure for an unknown reason.